Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm). Urinary tract infection and pneumonia were considered serious, although not related to optune gio therapy.

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient's spouse reported to novocure that the patient had developed a mild skin reaction approximately 2.5 months prior, which had initially resolved with repositioning of the transducer arrays and the use of a topical, unspecified antibiotic. However, over the past three weeks, the reaction had progressively worsened, ultimately evolving into a large open sore requiring intervention by the wound care team and initiation of advanced treatment. The patient temporarily discontinued optune gio therapy between (B)(6) 2025, due to the worsening skin condition, which coincided with a hospitalization for a urinary tract infection and pneumonia. An image provided by the patient depicted a full thickness ulcer with slough and exposed cranial hardware. The patient was discharged home with unspecified antibiotics and resumed optune gio therapy. The prescribing physician was contacted for further details, although no reply was received.